Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city/initial reporter state: (B)(6). H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated pd set with cassette leaked from an unspecified location. This occurred during preparation of the device for automated peritoneal dialysis (pd) therapy, prior to patient connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.